Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low and high blood glucose levels ranging from 45 mg/dl to 400 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. Customer said she had lunch which was a homemade (B)(4) beef and soon after and fluctuating blood glucose levels. The customer stated they need to contact their insurance company to help them pay for testing strips. The customer was advised to change their infusion sets and monitor the insulin pump. The customer did not return the product back for analysis.